Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and exchange from textured to smooth due to concern with the product. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and concern with the product.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, an opening on anterior, crease fold, and wear abrasion. Leak test and microscopic analysis was performed which identified, two striated openings on anterior and non-penetrating nick on fill channel. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: two striated openings on anterior assessed, as surgical damage. No particles in valve were observed.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. And exchange from textured to smooth, due to concern with the product. Device has been explanted.